Event description:
It was reported that the programmer charger adapter sparked while charging. An alternative power cord and charger was used and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Evaluation summary : analysis could not confirm the customer's comment that the programmer charger adapter electrically sparked while charging. No electrical spark was observed, however it was found during incoming inspection that the returned power cord was burnt out and no electrical output from the power adapter was observed when measured with a multimeter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.